Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). As a result of this device confirmation, (B)(4) confirmed the reported event. Also it was confirmed that the leakage from the instrument channel and the bending section rubber of this device, furthermore there was a pinhole in the bending section rubber. Also omsc reviewed the manufacturing history of this device and confirmed no irregularity. The user facility reported that the black spots were not there at the time of inspection before use. On the other hand, the physician reported that this reported event may have occurred by stinging the instrument channel of this device with a needle by mistake. From the above, it is considered that the image guide fiber of this device was damaged due to stinging a needle by mistake and the reported event occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed multiple black spots in the image of the subject device, during the unspecified procedure. After that, the user facility safely withdrew this device from the patient. At a later date, the user facility carried out the intended procedure on the patient and completed it. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".